Event description:
During evaluation, an over-delivery was revealed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Eval summary: the reported condition of over-delivery was confirmed. Inspection of the pump revealed the condition was due to a defective pump head module (phm). The phm was replaced on the pump to correct this condition.